Event description:
On (B)(4) 2013 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was displaying inaccurately high readings compared to her feelings or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013 at 5 pm. The patient reported obtaining a reading of "247 mg/dl". The patient reported using non adjusting insulin to manage her diabetes. The patient reported on (B)(6) 2013 at 5 pm, she took her usual dose of 70/30 insulin 40 units. The patient reported 30 minutes later she loss consciousness. The patient reported on (B)(6) 2013 at 5:30 pm, she was given IV glucose from emergency medical services (ems) and a reading of "29 mg/dl" was obtained on an ems meter at 5:35 pm. At the time of troubleshooting, the cca confirmed the meter was in the correct unit of measurement at the time of testing and the patient's test strips were in good condition. However a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. This complaint is being reported since the patient claims due to the alleged issue she medicated herself according to the alleged high reading, she developed symptoms suggestive of severe hypoglycemia and required treatment from ems.

Manufacturer narrative:
(B)(4) - device evaluation: the meter and test strips involved with this complaint have been returned to lfs and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the test strips passed all testing with no faults found. The reported reading was observed on the meter memory, however, pa was unable to reproduce failure in test. If lifescan obtains additional information regarding this complaint, a report will be submitted. At this time, lifescan considers this matter closed.